Event description:
The lay user/ patient contacted lfs alleging that the one touch ultralink meter does not power on. The patient was using the correct test strips and powered on by inserting the test strips all the way into the meter. The meter; however, did not power on by pressing the power button. The patient did not exhibit any symptoms or seek medical intervention, due to the reported issue. The meter was replaced. The meter is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.